Event description:
It was reported that"09 oct 2023, the catheter was found leaking during used on the patient. There was no reported patient harm.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that"on (B)(6) 2023, the catheter was found leaking during used on the patient. There was no reported patient harm.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that (B)(6) 2023, the catheter was found leaking during used on the patient. There was no reported patient harm.

Manufacturer narrative:
Qn#(B)(4). The report of a leaking extension line was confirmed through complaint investigation of the returned sample. The customer returned one, 2-lumen cvc for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. After failing functional testing, a small hole was observed near the hub of the distal extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is damage consistent with contact with sharps. The hole on the distal extension line measured 2mm via calibrated ruler from the luer hub. The medial extension line outer diameter measured 2.398mm via calibrated caliper, which was within the specification limits of 2.39mm-2.49mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.674mm via calibrated pin gauge, which was within the specification limits of 1.65mm-1.75mm per the distal extension line extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". When flushing the distal extension line, water was observed leaking from the hole. No leaks were noted when flushing the proximal extension line. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.